Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because because of premature battery depletion. The ICD was found to have reached battery status elective replacement indicator (eri) prematurely. This report will be updated when further information becomes available.